Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detached issue occurred. It was reported that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was pulled off and there was bleeding back into the sheath. The sheath was exchanged and the issue was resolved. The case continued without any further incident. Add information was received on the event. The orange cap at the end of the sheath came off when the dilator was removed. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic brim cap did become detached from the sheath. The sheath was being used on the patient. No air entered the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was observed; however, the patients hemodynamics were not compromised due to the bleeding. The amount of blood lost was little if any. No medical intervention was required to stop the bleeding. The event was assessed as a MDR reportable brim cap detached issue.

Manufacturer narrative:
The product investigation was completed on 25-apr-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detached issue occurred. It was reported that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was pulled off and there was bleeding back into the sheath. The sheath was exchanged and the issue was resolved. The case continued without any further incident. Add information was received on the event. The orange cap at the end of the sheath came off when the dilator was removed. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic brim cap did become detached from the sheath. The sheath was being used on the patient. No air entered the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was observed; however, the patients hemodynamics were not compromised due to the bleeding. The amount of blood lost was little if any. No medical intervention was required to stop the bleeding. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the device was in normal conditions. However, the brim cap was detached from the hub. The silicon ring and the hemostatic valve were placed in normal conditions. A microscopic examination of the valve and the silicon ring was performed and no evidence of damage on these parts was observed. Microscopic examination of the hub surface has shown evidence of adhesive that shows that the components were attached. At this time is not possible to determine the root cause of this condition, however, based on the information provided, the condition reported has its origin in someplace external to the manufacturing environment. All units are inspected prior to leaving the facility to avoid this type of damage. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hub has glue residues, and this shows that the brim cap was attached to the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the brim cap detachment. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 04-apr-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).